Manufacturer narrative:
Result: motion interrupt pan stand off.

Event description:
It was reported by service report that the bed will not lower. No pt involvement or adverse consequences are reported.